Event description:
Patient underwent percutaneous vascular surgical closure of the femoral artery access site with techstar 6fr. Pvs device. The cardiologist made two attempts to depoly needles without success. On the second attempt (with the same device), he felt a lot of resistance with deployment. The device felt stiff and the cardiologist was unable to remove the device from the pt. The pt underwent surgical removal of the device. Anatomy was reported as "normal". Patient does not have coronary/peripheral vascular disease.